Event description:
It was reported that during a procedure of the mildly calcified, moderately tortuous, proximal circumflex artery, the lesion was pre-dilatated with a 2.5 x 12 and 3.0 x12 unspecified balloon catheter and a 3.5 x 15 mm vision stent delivery system (sds) was advanced to the circumflex, but could not cross further proximally and was removed from the vessel without incident. It was noted that under fluoroscopy no calcification was visualized. A buddy wire was used and a 3.5 x 12 mm vision sds was advanced in the anatomy, but at about the same point at the proximal circumflex artery the vision sds could not be advanced. During removal of the sds, resistance was met, but the sds was removed from the anatomy. A technician noted that the stent implant was not on the balloon and had dislodged. Under fluoroscopy the stent was found to have dislodged and remained in the proximal circumflex artery just proximal to the lesion. A balloon catheter was used to crush the dislodged stent to the vessel wall. A second 3.0 x 12 mm vision stent was deployed at the crushed stent, but did not fully cover both the stent and the lesion. The lesion was treated slightly with angioplasty, but the physician did not fully treat the lesion. It was further noted that the dislodged stent lodged just after the ostium when crushed and the lesion was proximal to mid artery, approximately 18 mm distal in the artery. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. The stent delivery system was discarded. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.